Event description:
It was reported that during a lap right colectomy procedure, the device misfired and the staples were misformed. A clip was placed on the artery to control the bleeding. There was some blood loss. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.